Manufacturer narrative:
Information was received via (B)(4) study that one day post enterprise vrd assisted coil embolization of the left intracranial vertebral artery the patient had onset of right sided weakness and burning sensation of the left lower extremity. No further treatment was provided. The event outcome was reported as ongoing/improved. The physician reported that the relationship of the reported events to the device and procedure are unknown. No additional diagnosis was made as a result of the reported events and the patient was discharged nine days post procedure. The unruptured aneurysm was fusiform with a neck of 22.6mm and neck to sac ratio of 22.6/22.6mm. There were no reported product issues with the enterprise device or any of the other devices used during the procedure. The index procedure was completed successfully. The patient had been on aspirin 100mg/day and clopidogrel 75mg/day beginning approximately 7 weeks prior to the procedure. Heparin 4000 units was administered during the procedure and agratroban 60mg/day was administered on the procedure day through the following day. No further procedural or diagnostic information is available. The device remains implanted in the patient and is not available for inspection. Note: cordis lot # 13471823 is lake region lot # 01418217. Per lake region report (B)(4), lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01418217. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 23 units, which were shipped from lake region medical on (B)(6) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The enterprise remains implanted. Neurological deficits are known potential adverse events associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. No definitive conclusion can be made regarding the relationship of the events and the device or procedure. Patient, procedural and pharmacological factors may have contributed; however, no conclusion can be made. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that the patient was enrolled in a clinical study (B)(4). The patient had a stent assisted coil embolization done for the index procedure. An enterprise vrd and delivery stent was implanted during the procedure. The target lesion was an aneurysm in the left intracranial vertebral artery. The day after the index procedure, the patient experienced an onset of right sided weakness and a burning sensation of the left lower extremity. No further treatment was provided. The event outcome was ongoing/improved. The physician's comment was that the relationship of the reported events to the study device/procedure was unknown. No additional diagnosis was made as a result of the reported events. The physician was able to complete the index procedure successfully. The patient was discharged nine days after the procedure. The target lesion aneurysm was reported to be: fusiform, and unruptured. The aneurysm size was - neck: 22.6 mm, and neck to sac ratio: 22.6 mm/22.6 mm. There was no reported product issue reported with the enterprise vrd device.